Event description:
It was reported that during routine device change out for eol, the lead was connected to a competitor ICD. A dft test was unsuccessful. The physician suspected the lead shorted. Insulation anomaly was suspected as the cause.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.